Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen, on the tightly folded balloon, hub and shaft, consistent with a leak while in the patient anatomy. There was contrast in the inflation lumen and on the shaft, consistent with preparation. There was a bend in the hypotube 1.2 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The guide wire exit notch and distal shaft were torn for a length of 3 cm. The tear penetrated through the inflation lumen. A new indeflator, filled with water, was used in an attempt to inflate the balloon when fluid was observed leaking from the tear in the guide wire exit notch and distal shaft. There was no balloon rupture as reported. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The noted tear in the shaft appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during pre-dilatation in the heavily calcified circumflex artery, an attempt was made to inflate the rx trek balloon; however, the balloon did not inflate and blood was noted in the balloon. Balloon rupture was suspected. The device was removed from the anatomy and another rx trek of the same size was used successfully to perform dilatation. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.